Event description:
It was reported that the trial patient had sore incisions and swelling. It was reported that a day prior to this call the patient¿s incision sites started to get very sore. The patient stated that she noticed a knot or some swelling by the incision on the left. It was later reported on 2014-10-22 that patient was getting 50% or greater symptom reduction. The patient experienced buttock pain and redness of incision site. The settings were adjusted for the buttock pain and antibiotic for incision site infection .there was no malfunction noted with the device. The patient recovered without permanent impairment. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).